Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: during investigation, the allegation of a blank display was unable to be duplicated. The pump was opened and evidence of the moisture corrosion was found on the display and transceiver boards.